Event description:
It was reported during a device normal change out procedure due to at eri, externalized conductors were observed on rv lead via fluoroscopy. The lead related measurements were good. Considering the patient age and normal lead electrical function, the lead remained implanted. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Following fields deleted: type of reportable event.

Event description:
New information received notes that the lead exhibited high, out of range, high voltage lead impedance in shocking vectors including the svc coil. The device was reprogrammed to exclude the svc coil and the lead remains implanted. The patient was in good condition.